Event description:
Lower access port of y-type blood/solution set leaking during use. Blood was infusing, the leak was from lowest y-site port. No harm to patient or staff. Manufacturer response for IV tubing, (brand not provided) (per site reporter).